Event description:
The pt contacted lifescan alleging that thier one touch ultra meter was not giving a result and would not turn off. The medical affairs specialist spoke with the pt two days later. The pt has had insulin dependent diabetes for 45 years. They take humalog insulin 4 times a day, adjusting the dose based on their meter results and covering carbohydrate ingestion. While at work, they attempted to test with the reported meter as they were beginning to feel symptoms of hypoglycemia (agitation and confusion). They were not able to get a result on the meter. They became more confused and were not able to treat themselves with food and/or drink. Their co-workers called emergency medical technician. A result of 45 mg/dl was obtained on the emergency medical technician meter approx 30 minutes after they had attempted to test with the meter. Emergency medical technician treated pt with orange juice and candy. They responded quickly and were as able to drive themselves home. The customer care representative (ccr) walked the pt through reseating the battery and the meter powered off. The pt also stated that meter display was missing segments. Based on the missing segments, there is an indication that the product malfunctioned. The pt would have taken prompt action to raise their blood glucose level if they had been able to obtain an immediate result when they attempted to test at the start of hypoglycemic symptoms. Therefore, there is an indication that the product contributed to the pt experiencing injury and medical intervention and the event meets the criteria for a medical device reportable as an adverse event. The meter, test strips, and control solution were replaced.